Event description:
It was reported that this pacemaker was explanted due to infection. Patient presented with endocarditis. No additional adverse patient effects were reported. The product has been received for analysis. Additional information was received indicating the patient went into hospice approximately two months after the explant procedure with septic shock and the patient subsequently expired.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of infection was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of infection was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this pacemaker was explanted due to infection. Patient presented with endocarditis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to infection. Patient presented with endocarditis. No additional adverse patient effects were reported.